Manufacturer narrative:
The complaint investigation was performed for observed falsely elevated troponin results which included a search for similar complaints, review of complaint text, trending data, labeling, device history records, and historical performance of reagent lot 27680un20. Return testing was not completed as returns were not available. A ticket search for lot 27680un20 did not identify increased complaint activity related to the falsely elevated patient results. Trending review determined no trends for falsely elevated results for the product. The historical performance of the lot was evaluated using worldwide data from abbottlink. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result and cal f rlu's for lot 27680un20 are inside the established control limits, therefore, no unusual reagent lot performance was identified. Device history record review was performed for the lot, which did not show any potential non-conformances, deviations, or non-conformances. Labeling was reviewed and found to adequately address the falsely elevated patient results. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I, lot 27680un20 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported falsely elevated architect troponin results on one patient. The results provided were: (B)(6). The customer is unable to provide whether there is any patient impact due to the heparin drip.